Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2016-00948. Reference MFR. Report#: 1627487-2016-00950. It was reported the patient began to receive ineffective stimulation after experiencing a fall. As a result, the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg (with a different model). Effective stimulation was present post-op. Note: model, 3166 lead with lot # 3977535 was for off-label use.